Manufacturer narrative:
Date of event: updated to (B)(6) 2018. (B)(4). Additional information reported that following the implant of the valve, complete heart block (chb) occurred and required the implant of the permanent pacemaker on the day of the valve procedure. Three days following valve implant, the perforation occurred which resulted in a hemopericardium and required emergent surgery. Following the unspecified emergent surgery, the patient was unresponsive and still in intensive care. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the cause of the perforation, three days post valve implant, was due to the permanent pacemaker and not the valve or the valve implant procedure. It was also reported that the patient was recovering. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three days following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted for unspecified reasons. A pacemaker perforation occurred which resulted in a hemopericardium and required emergent surgery. No additional adverse patient effects were reported.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Concomitant medical product: product ID {envpro-16}; product lot/serial number (B)(6), product type: {delivery catheter system (dcs)}; product ID {l-envpro-16}; product lot/serial number (B)(6), product type: {compression loading system (cls)}; non-medtronic permanent pacemaker corrected data: b5, e2, e3, h1 - death updated data: g, h6, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, aortography showed trace, unspecified aortic regurgitation. Three days following valve implant, a permanent pacemaker was implanted and a perforation occurred which resulted in a hemopericardium and required emergent surgery. No additional adverse patient effects were reported. Additional information reported that following the implant of the valve, complete heart block (chb) occurred and required the implant of the permanent pacemaker on the day of the valve procedure. Three days following valve implant, the perforation occurred which resulted in a hemopericardium and required emergent surgery. Following the unspecified emergent surgery, the patient was unresponsive and still in intensive care. No additional adverse patient effects were reported. Additional information was received that the perforation was due to the permanent pacemaker and was not due to the valve or the valve implant procedure. Additional information was received that approximately one month following valve implant, the patient died. The cause of death was not reported. Per the physician, the medtronic device did not cause or contribute to the death. Additional information was received that nineteen days following the valve implant, at the time of the emergency surgery for the previously reported perforation due to the permanent pacemaker, there was a suspicion of a cerebral ischemic event. Per the physician, a cerebral ischemic event was not ever proven as the patient never ¿suffered clinical¿ from such an event. No additional adverse patient effects were reported. Additional information was received which indicated that the stroke was captured in the autopsy but the cause could not be verified. No additional adverse patient effects were reported. Additional information was received which indicated that the permanent pacemaker was a non-medtronic device. The death was classified as a non-cardiac death. Per the physician, it was unlikely that the valve implant procedure was related to the stroke that resulted in death.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.